Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red itchy rash on their chest where there were previous incisions. Patient reported that the incision was leaking. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed an antibiotic cream for the skin irritation. Follow up indicated that the cream helped the skin irritation to improve.